Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. A 3.00mm x 16mm veriflex stent was selected to treat the target lesion. It was noted that the device was stuck on an unspecified guide wire. An unspecified size emerge balloon catheter was used and was inflated several times to remove the guide wire and the stent. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Returned product consisted of a veriflex stent delivery system (sds) and stent with a veriflex shelf box, unidentified guidewire and a non-bsc guide catheter. The batch number on the returned packaging and device matched the complaint batch number. The returned guidewire was in the lumen of the veriflex; as received. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure on the balloon. The unidentified guidewire was protruding 125cm from the hub and 18.5cm from the distal tip of the veriflex device. There were multiple kinks throughout the shaft. Majority of the distal outer and inner were buckled and stretched. The balloon was bunched with majority of the proximal end of the stent damaged with stretched and bent struts. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. An attempt was made to separate the device from the guidewire but was unsuccessful. The outer diameter (od) of the returned guidewire was measured with a calibrated snap gauge. The od was .0136¿; which is consistent with a .014¿ guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that catheter entrapment occurred. A 3.00mm x 16mm veriflex stent was selected to treat the target lesion. It was noted that the device was stuck on an unspecified guide wire. An unspecified size emerge balloon catheter was used and was inflated several times to remove the guide wire and the stent. No patient complications were reported and the patient's status was fine.